Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the infection was identified 1 day before the explant on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 02-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company rep regarding a patient receiving baclofen (500mcg/ml at 150.24mcg/day) via intrathecal infusion pump for intractable spasticity. The rep called to ask about 8709 catheter specs and about removing the catheter from the spine. It was reported that the entire system was being removed due to an infection not related to the pump or catheter. It was stated that the patient had many medical problems. The rep called back to ask about intrathecal to oral conversion for baclofen. No known conversion was reviewed. No symptoms were reported. No further complications were reported. Additional information was received from the rep and confirmed by a physician. The patient's weight was unknown. The catheter serial number was reported. The explant occurred on (B)(6) 2020 and it was reported that the infection was identified in the pump pocket 1 day prior. The patient's medical problems were clarified as the patient being immobile and paralyzed in several parts of their body requiring a caretaker and assistance to transfer from motorized chair to bed. It was reported that dr. (B)(6) was the initial reporter. The cause of the infection was reported to be poor healing post-op. All medtronic pump hardware was explanted and the patient given oral antibiotics. It was reported that the infection had resolved and the patient was healing. The explanted devices were sent to the infectious control lab for analysis post-op of explant and discarded.